Event description:
It was reported that the ventricular output on the external pulse generator was not functioning. The generator was returned for service. It was indicated that there was no patient impact as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Ventricle connector was not fully inserted into the flex tape connector. Both printed circuit board flex's are creased.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricle connector was not fully inserted into the flex tape connector. Both printed circuit board flex's are creased.